Event description:
Smart site extension set would not allow the rn to pull back blood with a syringe nor flush with a 10cc normal saline irrigation syringe. Changed to new extension site and it worked fine. FDA safety report ID# (B)(4).